Event description:
Per the clinic, the patient underwent revision surgery under general anesthesia on (B)(6) 2022, in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed, and an abutment was placed on the internal fixture.

Manufacturer narrative:
This report is submitted on november 06, 2022.